Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the shaft identified no kinks or damage. There was pinhole leak confirmed in the distal transition zone of the balloon. The stent was tightly crimped onto the balloon and no issues were noted with the stent profile. An examination of the tip section of the device identified to issues with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that a stent profile problem and balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified iliac artery. After crossing a non-bsc guidewire, a 8.0x30x135cm express¿ ld vascular stent was advanced to the lesion without pre-dilatation. However, slight resistance was encountered upon inserting the device in the non-bsc introducer sheath. Upon reaching the lesion, the stent was noted to be shaped like a dog bone. The balloon was quickly inflated; however, on the first inflation at 3 atmospheres, the balloon ruptured but the stent was able to be implanted the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a stent profile problem and balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified iliac artery. After crossing a non-bsc guidewire, a 8.0x30x135cm express ld vascular stent was advanced to the lesion without pre-dilatation. However, slight resistance was encountered upon inserting the device in the non-bsc introducer sheath. Upon reaching the lesion, the stent was noted to be shaped like a dog bone. The balloon was quickly inflated; however, on the first inflation at 3 atmospheres, the balloon ruptured but the stent was able to be implanted the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Result codes updated. Device evaluated by MFR corrected from the stent was tightly crimped onto the balloon and no issues were noted with the stent profile to the stent was not returned for analysis. (B)(4)

Event description:
It was reported that a stent profile problem and balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified iliac artery. After crossing a non-bsc guidewire, a 8.0x30x135cm express ld vascular stent was advanced to the lesion without pre-dilatation. However, slight resistance was encountered upon inserting the device in the non-bsc introducer sheath. Upon reaching the lesion, the stent was noted to be shaped like a dog bone. The balloon was quickly inflated; however, on the first inflation at 3 atmospheres, the balloon ruptured but the stent was able to be implanted the procedure was completed. No patient complications were reported and the patient's status was good.